Event description:
It was reported that a patient underwent a whipple procedure (B)(6) 2023 and suture was used. Before use on the patient, doctor opened the foil one by one after finding the needle and suture detachment on opening the foil and used the other foil to suture the submucosal layer of pancreatic duodenectomy. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one detached needle and one winding former outside their packaging that pertain to product code nw2303. During visual inspection of the returned sample, the suture could not be dispensed since it had begun with the degradation process; this caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one detached needle and one winding former outside their packaging that pertain to product code nw2303. During visual inspection of the returned sample, the suture could not be dispensed since it had begun with the degradation process; this caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Batch manufacturing records of as reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement.